Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after experiencing the vibratory alert. The implantable cardioverter defibrillator was in backup vvi mode and the high voltage therapy was available. The device was programmed to the normal setting by restoring the firmware successfully. The patient would be followed up normally.